Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After predilation was performed with a 1.5x15mm non-bsc balloon catheter, a 3.5x22 non-bsc stent was implanted at the proximal lad. A 3.50mm x 12mm nc emerge® balloon catheter was advanced to post dilate the non-bsc stent. However, at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was blood on the tip and balloon exterior. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. There was tip damage. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After predilation was performed with a 1.5x15mm non-bsc balloon catheter, a 3.5x22 non-bsc stent was implanted at the proximal lad. A 3.50mm x 12mm nc emerge® balloon catheter was advanced to post dilate the non-bsc stent. However, at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.